Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak); other (unk cause of endoleak). Conclusion: other (unk cause of endoleak).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 6 months ago. The treatment length during the original procedure was about 20cm long. It was reported that post implant, the taa had decreased in size. A recent CT demonstrated a distal type 1 endoleak, however, the location of the endoleak could not be determined. The physician elected to implant another manufacturer's 40mm stent graft and a 46mm talent stent graft distally resolving the endoleak. The celiac artery was covered to gain a good seal. On the CT and angiogram, the celiac was very stenotic and was filling retrograde via the sma. No additional clinical sequelae were reported and the pt is fine.